Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a communication error b30. The issue was found during a therapeutic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The device was not returned to olympus for inspection; however, the technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. Based on the observed behavior, technical assistance center advised that the issue was likely associated with a single faulty scope and that the error message may have persisted due to the system not being powered off between scope changes. The customer was instructed to power cycle the system or clear the error using the esc key if a b30 error occurs in the future. Troubleshooting was able to resolve the reported allegation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.